Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011. It was reported the pt had simulation but her charger would not hold a charge. A new charger was sent to the pt. Follow-up attempts to determine if the pt has charged her ipg have been unsuccessful.